Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced mesh bunched, concrete type adhesions, scar tissue, scarring, recurrence, inability to identify the vascular supply to the testicle, pain, and discomfort. Post-operative patient treatment included revision surgery and removal of testicle. Information received indicates the patient is deceased. The reporter stated the device did not cause or contribute to the event.